Manufacturer narrative:
E1. Initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a device issue occurred requiring additional intervention. The patient presented with coronary artery disease (cad). The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified coronary artery. A 4.00 x 38mm synergy shield drug-eluting stent (des) was successfully advanced and deployed without any difficulties. After the stent was deployed, poor stent balloon retraction occurred despite the balloon being deflated for 10 seconds prior to attempted withdrawal. The catheter dislodged from the coronary ostium, and the proximal stent ostium was damaged. A second stent was implanted to cover the initial device. The procedure was completed successfully, and the patient was stable following the procedure.